Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated minor irritation and itching at sensor insertion site started approximately 2-3 hours after insertion. The irritation and itching progressively got worse until sensor was removed on (B)(6) 2017. Removal of sensor revealed a blister and red, irritated skin under the patch. The reaction was isolated to where the adhesive patch had been on the right side of the abdomen. On (B)(6) 2017 the patient called (B)(4) support for advice regarding the skin reaction. The doctor concluded it was a minor allergic reaction to the sensor adhesive and just needed time to heal. No medications were prescribed. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.